Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's alarmed no delivery during and low reservoir. The customer was also having trouble uploading to carelink. The caller did not know the blood glucose reading. Advised customer that they will try to upload to carelink in 40 days. Nothing further reported.